Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 266 mg/dl. The customer had not reported the symptoms. The customer was treated with bolus through pump. Customer's current blood glucose value was 519 mg/dl. Customer's blood glucose value was 266 mg/dl at time of incident. Troubleshooting was performed. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. Customer was explained about the 2 high blood glucose rule. Customer assisted to perform the high pressure test and test was passed. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation the product was not returned for analysis.